Event description:
Analysis of the handheld showed that no anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. The software flashcard was returned on (B)(6) 2013 and is pending analysis.

Event description:
Analysis of the flashcard was completed. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Previously submitted report indicated that the device was returned; however, the software flashcard was returned on (B)(4) 2013. The report is being submitted to correct this information. Previously submitted MDR indicated an incorrect manufacture date. This report is being submitted to correct this data.

Event description:
Reporter indicated a vns dell x50 computer was working during interrogation, but then would freeze and make a beeping sound when the menu button was pushed, and then would no longer function. The screen would then freeze after resetting the computer. The computer works intermittently. The computer was returned and is pending analysis. The flashcard was not returned.